Manufacturer narrative:
The device history record was reviewed and there were no deviations, nonconformances, or anomalies noted. The device was not returned for evaluation. Without the device for analysis, the cause of vascular perforation is inconclusive.

Event description:
During a transjugular liver biopsy the right atrium tore and the biopsy could not take place. The needle was never inserted for biopsy. The customer stated that while the physician was trying to get the tip of the metal introducer sheath placed in the hepatic vein, the force downward bowed the stiff wire (ampltz) and tore a hole in right atrium. It was large enough that the blood loss caused vtach. Procedure was aborted and send patient to or for repair.